Event description:
49 ivenix IV tubing failures reported from [redacted dates], an approximate 1-month period. Set-0014-1- (2 sets) - lot fa24k05015, alarm: tubing problem, would not back-prime. Set-0021-1- (3 sets) - lot fa25c2?- 2- tubing disconnected, 1-leaking cassette. Set-0032-1- (44 sets) - lot fa24j28027- 1 leaking cassette. Lot- fa24g29048 - 1 - additional luer lock, missing vent, drip chamber, and spike. Lot - fa24j03145 - 1 tubing disconnected. Lot - fa24j21253 - 2 sets - leaking cassette, 1- would not back prime. Lot - fa24j28035 - 2 sets leaking cassette. Lot- fa25a27135 - 1 alarm: tubing problem, 6 leaking cassettes, 2 tubing disconnected, 2 no back priming. Lot - unknown - 1 alarm: cassette error, 1 backflowing, 1 collapsing drip chamber, 7 leaking cassettes, 1 tubing disconnected, 14 cracked/leaking tubing.